Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp helix had stretched. The device was removed and replaced. There were no patient consequences.

Manufacturer narrative:
Complaint of stretched was confirmed, visual inspection showed that the outer helix was not within specification which is consistent with procedure related damage. Electrical tests were performed and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.